Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the lifevest. The area was described as itchy. The patient's doctor prescribed a salve and unknown medication to treat the irritation. The patient decided to end the use of the lifevest and he has not made his doctor aware. During a follow-up, the patient indicated that the irritation had improved.